Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during the stent placement procedure, there was a lot of friction and the handle of the delivery system broke. Therefore, the vascular stent could not be deployed. The device was removed without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the evaluation of the returned sample the reported breakage of the handle during the attempt to deploy the stent was confirmed. Inside the handgrip of the stent delivery system a force transmitting component was found to be broken which indicates that a high deployment forces did occur during the attempt to deploy the stent. On the basis of the evaluation of the returned sample no indication was found for a manufacturing related event. Potential factors that could have led or contributed to the reported issue have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult patient anatomy or a challenging placement site may result into high friction during the attempt to release the stent and subsequent deployment failure. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The IFU states: ¿if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.¿ although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during the stent placement procedure, there was a lot of friction and the handle of the delivery system broke. Therefore, the vascular stent could not be deployed. The device was removed without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.